Event description:
During use there were thicker shavings and they were quite dense. Most of the shedding was removed by shavers. On (B)(4) 2012 safety affairs called and spoke with (B)(4) (sales rep.) For clarification of the removal of the shedding. (B)(4) indicated that the surgeon flushed/irrigated the site then used another blade to shave out the shedding from the patient. However surgeon was unable to remove all the shedding from the patient and visually noticed particulate remaining. (B)(4) is forwarding pictures from the customer. The customer refuses to send the blades to s&n for evaluation purposes.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).